Event description:
It was reported that in "cut femur" mode - the burr was spinning, the screen was updating as if bone was being removed, but no bone had been cut. The bone model was reset by changing the original plan, returning to the cut screen, reverting back to the original plan, then back to the cut screen one last time. This reset the model appropriately. After multiple attempts to reseat the anspach in the handpiece, the burr was still not extending past the exposure guard and thus not cutting any bone. After the case the handpiece and anspach were examined and it was clear the drill was getting "stuck" and not fully seating in the handpiece. Delay of less than 30 minutes was reported and surgery was completed as manual procedure.

Manufacturer narrative:
H10: h6: the device, used in treatment, was returned for evaluation. A complaint history review found similar reports. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. This failure is an identified failure mode within the risk assessment. The surgical user's manual released at the time of the complaint provides detailed instructions on the proper assembly of the drill and handpiece (p.27-28). Additionally, a warning is provided for bone removal which states ¿move the bur slowly during bone removal and avoid touching anything other than the target bone.¿ it also states that that ¿during bone removal, you can return to the gap planning phase of the procedure at any time by pressing the return to planning button, and then pressing the touchscreen button until the planning stage screen you desire is displayed.¿p.71 accordingly, product labeling has been ruled out as a cause of the complaint. The performed clinical / medical investigation indicates: " without supporting clinical/medical documents, a thorough investigation cannot be performed.¿ a relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. During functional evaluation, the reported problem was not confirmed. Drill was able to maintain 80k rpms for 1 minute without excessive heat or unusual high pitched noise. A factor that could have contributed to the reported issue is if the drill was connected to the handpiece in a way that it was still secure and tight, but the orientation of the cord made it easier to unlock. The root cause was established to be no problem found.